Manufacturer narrative:
A visual inspection of the returned product shows the lens has one haptic torn off & missing. There is a tear in the optic of the lens. There is clear surgical residue on the lens. It should be reported that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 into patient's eye and the lens tore. The incision was enlarged to remove the lens, and another model lens was placed in the eye. A suture used to close the incision. It was reported that the lens was torn by the technician during loading.